Manufacturer narrative:
A product investigation was completed: the complaint condition for the distractor was wear and tear as the instrument is multiuse and has been in service for 13+ years. Per the technique guide, the distractor is part of the depuy synthes anterior cervical fusion instrument set. There are two distractors in the system one for the right side (part number: 396.396) and one for the left side (396.395). Both instruments permit intervertebral distractor for access to the cervical spine; allow for independent adjustment of lordosis and distraction; and articulated distractor arms keep mechanism away from working area. Upon visual inspection of the complaint device it can be seen that the spring for the slider assembly is worn preventing the device from functioning as intended. A functional test was performed and the complaint description was able to be replicated. A definitive root cause was unable to be determined however the complaint condition is consistent with wear and tear on a multiuse instrument over 13+ years in the field. This complaint is confirmed. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing date: september 26, 2002. The device history record review could not be performed as the records could not be identified due to the age of the instrument is over 14 years old. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Service history review: part no.396.396, serial/lot no: (B)(4): no service history review can be performed as this is a lot controlled item. The manufacture date of this item is october 15, 2002. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an anterior cervical discectomy and fusion (acdf) procedure at c3-c6 was performed on (B)(6) 2016. Patient was brought into the operating room and put under. No incisions were made yet. As the scrub tech assembled the right adjustable cervical distractor, it was noticed that the lever that holds the distractor in place is not retaining position under tension. The distractor seems wobbly. It appears that the spring fell off. It is unknown how and when this happened; it was found in the pan in said condition. No reported issues with the device prior to discovery. Upon recognition, the device was left on the back table and not used during the case. Another distractor was used. Procedure was successfully completed without surgical delay or patient harm; the patient status/outcome was reported as good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.